Manufacturer narrative:
A medtronic representative (mr) visited the site and was able to replicate the issue. The system functioned normally for about an hour and then the localizer became disconnected and the pcoip cycled. The mr was able to replicate this more than once. It was recommended that the pcoip be replaced. The pcoip was replaced, the issue was resolved and the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site had the system set up, and when they went back to it during the case, the system said "localizer not connected" and could not track. The issue appeared to clear after a reboot, but they still could not track. The surgery was completed without navigation and there was no impact on patient outcome. The medtronic representative (mr) was on site to look at the system, and could not replicate the issue. The camera was tracking with no issues, the self test tool displayed nothing unusual, and the ndi toolbox showed "ok" status for the camera. Another mr visited the site and was able to replicate the issue. The system functioned normally for about an hour and then the localizer became disconnected and the pcoip cycled. The mr was able to replicate this more than once. It was recommended that the pcoip be replaced. The pcoip was replaced and the issue was resolved.